Event description:
Reporter indicated that although their device is at end of service, their voice has not returned to normal and pt still has hoarseness. The patient reported that they were not sure whether they were going to have the vns replaced or not. The patient's seizures were improved, but pt could not say if it was due to the vns or to their other medications. Patient is scheduled to see an ent physician about the hoarseness.